Event description:
It was reported that abnormally low cardiac output values were shown on the monitor (1.5l). Customer used another catheter and it was shown as 3.6l. No pt complications were reported.

Manufacturer narrative:
Device not returned.